Manufacturer narrative:
Additional concomitant medical products: evolutr-29-c valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized overnight after their implantable pulse generator (ipg) was extracted and replaced for capsulectomy. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.